Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, the patient experienced foaming at the mouth and became unresponsive on the same day a sensor was applied to the abdomen. At the time of the incident, the patient was unable to determine the dexcom reading due to being unresponsive and declined to inquire about it afterward. She insisted that the dexcom device was not reading correctly but refused to provide further details. The patient confirmed that the dexcom was displaying a ¿low¿ reading. When emergency medical technicians (emts) arrived, a fingerstick blood glucose (bg) test showed a value below 40 mg/dl. The patient declined to share what occurred prior to the arrival of the paramedics and was unable to describe events during the period of unresponsiveness. She also refused to disclose her admission and discharge dates. At the time of the report, the patient stated she was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient experienced foaming at the mouth and became unresponsive. The reported glucose values fall within the a zone of the parkes error grid when emt checked. No additional patient or event information is available.